Event description:
Boston scientific (bsc) crm received info that this pt had been implanted with this pacemaker in 2007. Eight months later, the pt's family reported that the pacemaker did not work and the pt passed away a few days post implant.

Manufacturer narrative:
The pacemaker was not returned for testing. Therefore, boston scientific cannot confirm any allegations against this device. Attempts to obtain additional info regarding the death of this pt were unsuccessful. This event will be re-evaluated if additional info is received.